Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l2/3/4/5 levels for the treatment of degenerative scoliosis. Post-operatively, the right l5 screw was found broken and the symptom in lower limbs was aggravated. Reportedly, patient had pain due to left radiculopathy. The screw (osteogrip) was found broken at the portion where the thread form changes. Revision surgery was performed for removal of the broken screw. There was no report of fragment(s) left in the patient's body. The doctor commented that the patient possibly experienced some kind of accident such as pratfall in early postoperative period. Bone union has not been achieved at the site where the cage was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.